Event description:
The customer reported being hospitalized due to high blood glucose levels. At the time of the call, the insulin pump was alarming no delivery assisted in clearing the alarm, but the customer did not have time to troubleshoot further. Advised the customer to call back with the hospitalization details. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.